Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.

Event description:
It was reported that patient did not maintain and charge the device as recommended. In turn, the ipg became inoperable. As a result, patient underwent surgical intervention to explant and replace the ipg, which resolved the issue.